Event description:
The customer claims that the burette fell out of the holder, completely released from the system. Everything in this system has stayed intact. There was pt contact but no injury was reported.